Event description:
Procedure type: nephrectomy. According to the reporter: when the stapler was fired over the vascular structure, the cartridge partially fired and then the knife carried on to transect with no further staples deploying. This caused the case to be converted from a lap to an open one. Sutures were used to stop the bleeding. There was unanticipated blood loss and laparotomy. The case was not extended by more than 30 minutes and the pt is fine.

Manufacturer narrative:
(B)(4).